Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was pressure tested. Results: the pressure test revealed the pressure drop to be within specification for this product. Conclusion: no fault was found with the returned complaint chamber. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."